Manufacturer narrative:
Additional information: d6a, d9, d10, e1 (phone), e3.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter- dr. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during stent placement within a fenestration of the main body graft, the icast stent balloon ruptured during inflation prior to reaching the nominal pressure of 8 atm. The balloon was removed, and a new balloon was used to successfully secure the stent within the fenestration while maintaining the working wire in place. No patient harm or adverse event was reported.